Event description:
The customer reported via our sales rep, that a patient underwent a revision surgery due to a trochanteric nail breaking through 6 months after a sub trochanteric surgery performance. The patient has got first aid and a replacing gamma 3 implant has been inserted.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been complete any additional information will be reported in a supplement.